Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the distributor indicated that the device was returned to the hospital and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01962.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) and the basilar artery using a penumbra engine (engine), a penumbra engine canister (canister), a non-penumbra revascularization device, a non-penumbra catheter, a non-penumbra sheath, and a non-penumbra stent retriever. During the procedure, the engine sounded like it was functional; however, none of the indicator lights illuminated and no aspiration was being produced. It was reported that the lid of the canister and the engine were checked several times but the issue persisted. Therefore, the engine and the canister were removed from the procedure. The procedure was completed using a syringe to perform manual aspiration. There was no report of an adverse effect to the patient.